Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
Pt reported the up button on the infusion device does not function properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and returned for eval. The infusion device was thoroughly evaluated, and the up button does not always respond. The coating below the top layer of the front foil was worn off. Contamination with the residues of the coating between the dome contact and the printed circuit caused an interruption, and this led to the non-functioning up button.